Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, while opening the pk dissecting forceps instrument's jaws to cut tissue, a plastic piece from the pk dissecting forceps instrument broke off and fell inside the patient. The broken piece was immediately retrieved and the pk dissecting forceps instrument was removed from the field. The procedure was completed. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument was inspected prior to use, and no damage was observed. Prior to the breakage, the surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or hard material during the surgical procedure. The fragment fell inside the patient when the surgeon was grasping the tissue. The fragment was retrieved with a laparoscopic grasper instrument. To ensure all fragments were retrieved and there were no missing pieces, the customer examined the retrieved fragment on the table. There were no post-operative tests performed to check for remaining fragments. There was no surgical procedure required to remove the fragment. The instrument was not removed prior to the breakage. Upon final removal of the instrument, the wrist was straightened. There was no resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula. There are no photographic images of the instrument or a video recording of the procedure available for isi review. It was confirmed there was no injury to the patient. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The pk dissecting forceps instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations confirmed the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley, causing the cable crimp to be exposed at the wrist of the instrument. The broken piece was missing as result of the breakage. The size of the missing piece was approximately 0.104 inch x 0.238 inch. The instrument was also found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed on the instrument.